Manufacturer narrative:
D4: corrected model, catalog # and unique identifier(UDI). Section d4 was updated to indicate correct model #, catalog # and to update the UDI.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, as per work order performed under wo (B)(4), fsr (field service representative) arrived on site and informed that peep (positive end-expiratory pressure issue was resolved by previous technician and work was not documented or closed. Details indicated that there was a replacement of diaphragm during work order and that the unit worked.

Event description:
It was reported to vyaire medical that the avea ventilator has a low peep (positive end-expiratory pressure). Furthermore, there is no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.